Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as reuse of a minicap. The peritonitis was manifested by cloudy pd effluent and abdominal pain. One day prior to the peritonitis diagnosis, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for the event. On an unknown date, pd therapy was discontinued. The pd catheter was removed, and the patient was shifted to hemodialysis (ongoing). At the time of this report, the patient remained hospitalized and was not recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed not to attempt to reuse any disposable supplies and users are instructed to use aseptic techniques when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information, b5: upon follow up it was reported the patient was discharged from the hospital. On an unknown date, the patient was treated with vancomycin injection (1g stat, intraperitoneal, discontinued) for fungal peritonitis. At the time of this report, the patient was not recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.